Event description:
It was reported that a customer experienced more frequent charging needs, and an incorrect unit amount display. There was no reported impact to the customer's blood glucose level. The customer declined any follow-up from technical support and is currently out of warranty, in the process of renewing their device.